Manufacturer narrative:
Final analysis found an inner insulation abrasion exposing the inner coil, which was consistent with abrasion caused by a direct suture tie on the lead. The abrasion likely contributed to the complaints of low impedance and oversensing.

Event description:
It was reported that a syncopal patient was presented in clinic after hearing an auditory alert. Upon interrogation, the ventricular lead exhibited low impedance and oversensing. An x-ray revealed an insulation anomaly, and the lead was explanted and replaced on (B)(6) 2014.